Event description:
The therapist reported two patients complained of being shocked during a hivolt electrotherapy treatment. The therapist self administered a hivolt treatment and reported the same sensation. No injuries were reported. The therapist could not recall the patient information or treatment parameters. Patient one of three.

Event description:
The therapist reported two patients complained of being shocked during a hivolt electrotherapy treatment. The therapist self administered a hivolt treatment and reported the same sensation. No injuries were reported. The therapist could not recall the patient information or treatment parameters. Patient two of three.

Event description:
The therapist reported two patients complained of being shocked during a hivolt electrotherapy treatment. The therapist self administered a hivolt treatment and reported the same sensation. No injuries were reported. The therapist could not recall the patient information or treatment parameters. Patient three of three.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.